Event description:
The user reported that during an angiogram procedure rubber particles were found in the syringe while drawing contrast solution. The user stated that this was found prior to administration of the fluid to the pt. Another syringe was then used to complete the procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Method: process eval.